Manufacturer narrative:
According to the "cse", the reported problem could not be duplicated, although the mega "cpu" "pcb" and the alarm assembly was replaced on a preacutionary basis only.

Event description:
The service reports shows there allegedly had been a failure of the ventilator to cycle and have no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) could not verify that any malfunction of the ventilator occured in memory for buv or svo). The npb cse inspected the device and replaced the mega cpu pca and audible alarm (constant) as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett taht this device caused or contributed to the event alleged in this report.